Event description:
It was reported that the sheath, with the sidearm, was inserted and the catheter was advanced. It was at that time, insertion difficulty was met around the tip of the sheath , and the catheter could not be advanced any further. As a result, a new kit was opened and used.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.